Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('I had haemorrhagic periods') in an adult female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("periods with pains of the same intensity as those of childbirth"), arthralgia ("joint pain"), tendonitis ("various and varied tendonitis"), chronic fatigue ("chronic fatigue"), depressed mood ("despondency"), abnormal behaviour ("distraught") and tiredness ("tired"). At the time of the report, the menorrhagia, dysmenorrhoea, arthralgia, tendonitis, chronic fatigue, depressed mood, abnormal behaviour and tiredness outcome was unknown. The reporter considered abnormal behaviour, arthralgia, chronic fatigue, depressed mood, dysmenorrhoea, menorrhagia, tendonitis and tiredness to be related to essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-mar-2020. The most recent information was received on 20-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('I had haemorrhagic periods') in an adult female patient who had essure (batch no. B85140) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), dysmenorrhoea ("periods with pains of the same intensity as those of childbirth"), arthralgia ("joint pain"), tendonitis ("various and varied tendonitis"), chronic fatigue ("chronic fatigue"), depressed mood ("despondency"), abnormal behaviour ("distraught") and tiredness ("tired"). At the time of the report, the menorrhagia, dysmenorrhoea, arthralgia, tendonitis, chronic fatigue, depressed mood, abnormal behaviour and tiredness outcome was unknown. The reporter considered abnormal behaviour, arthralgia, chronic fatigue, depressed mood, dysmenorrhoea, menorrhagia, tendonitis and tiredness to be related to essure. Lot number: b85140, manufacturing date: 2013-10-30, expiration date: 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.